Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed the sample contained bio-hazardous waste; therefore, the sample could not be evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vacuum leak occurred with a evacuated container. The reporter stated that the device worked when it was first-connected, but then gradually lost its suction, losing all suction at approximately 300-400cc. There was no patient injury or medical intervention associated with this event. No additional information is available.